Event description:
It was reported the patient complained of dizziness during their scheduled follow-up visit. It was also reported that oversensing was noted on the lead and that the episodes of oversensing was suspected to be related to muscle stimulation due to a particular movement of the patient's arm. It was further noted that oversensing was not observed when the movement was not made. The lead remains in use. The patient is a part of the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.